Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was showing noise at times. There was a very small amount of noise being sensed. The patient does have cochlear implants and a speech processing box on a lanyard around his neck. Impedances are slightly trending downward. There could possibly be an insulation break. The lead remains implanted at this time.